Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had been hospitalized for a bowel resection procedure. After the surgery, the patient was found out of bed, collapsed and unresponsive. The patient was subsequently declared deceased. It was noted that the heart failure index had been above the threshold level since august and had worsened in october, and in the week before the patent died, they were having longer episodes of atrial flutter. An episode was stored near the suspected time of death, showing a rhythm in the ventricular tachycardia (vt) zone where v>a criteria was met, and no atrial activity fell into blanking. Rhythmid was 66% and the rhythm appeared stable. The patient received four bursts of anti-tachycardia pacing (atp) which resulted in clear vt and accelerated the rate to the ventricular fibrillation (vf) zone. The device delivered one 41 joule shock that successfully terminated the rhythm. This episode occurred at 17:39 and it is believed to correlate with the approximate time of the patient collapsing. A preliminary review by the local sales representative noted the device appeared to be functioning appropriately. Device data was submitted to technical services for review.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
This report will be updated if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had been hospitalized for a bowel resection procedure. After the surgery, the patient was found out of bed, collapsed and unresponsive. The patient was subsequently declared deceased. It was noted that the heart failure index had been above the threshold level since august and had worsened in october, and in the week before the patent died, they were having longer episodes of atrial flutter. An episode was stored near the suspected time of death, showing a rhythm in the ventricular tachycardia (vt) zone where v>a criteria was met, and no atrial activity fell into blanking. Rhythmid was 66% and the rhythm appeared stable. The patient received four bursts of anti-tachycardia pacing (atp) which resulted in a clear vt and accelerated the rate to the ventricular fibrillation (vf) zone. The device delivered one 41 joule shock that successfully terminated the rhythm. This episode occurred at 17:39 and it is believed to correlate with the approximate time of the patient collapsing. A preliminary review by the local sales representative noted the device appeared to be functioning appropriately. Device data was submitted to technical services for review. Technical services reviewed the data and agreed with the previous assessment. The patient had multiple non-sustained vt and atr events on that day. A dissociation of the atrium and ventricle was noted. Subsequent events after the shock episode showed the patient went back into an atrial tachycardia with irregular ventricular conduction.